Event description:
While inserting the ez-io into a m pt's left tibia, the ez-io drill lost power and the needle stopped going into the tibia. This failure of power resulted in the lost of the IV site. Date of use: 2009. Diagnosis or reason for use: IV.